Manufacturer narrative:
(B)(4). The sample was returned and an evaluation is complete. Visual inspection verified the absence of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause was likely related to the assembly process of manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received an overpouch without a product inside. There was no patient injury or medical intervention associated with this event. No additional information is available.